Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scratches on the ccd (charge coupled device) lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera doesn't work and no image due to damaged/cracked connector. A definitive root cause could not be identified for the scratches on the ccd (charge coupled device) lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head doesn't work (no image). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head doesn't work (no image). The issue occurred during reprocessing. There was no patient involvement.